Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for: (B)(4) - the full lead was returned in segments, analyzed and the proximal conductor was fractured, the defibrillation coil was distorted, there were several conductors distorted and stretched. The outer tubing overlay was pulled apart (overstress) and there was a cosmetic environment stress crack (esc). The outer insulation had a cosmetic depression, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism and the lead was stretched. Performance data was collected from the device and revealed the lead integrity alert triggered (lia), programmer data shows 1 - lead integrity alert (B)(6) 2012 09:30:34. There was oversensing, 2 - ventricular non sustained tachycardias<=210 ms on (B)(6) 2012 14:18:42 and (B)(6) 2012 09:30:32. 1 - ventricular fibrillator =160 ms average v-cycle on (B)(6) 2012 09:33:34. There was interference/noise, the ventricular short interval count v-sic=41.1 counts avg/day, in 3.87 days, between (B)(6) 2012 14:50:34 and (B)(6) 2012 11:38:56.

Event description:
It was reported that the lead integrity alert (lia) triggered due to oversensing. It was also reported that the lead was fractured. The lead was explanted and replaced. No patient complications have been reported as a result of this event.